Event description:
Reporter alleged obtaining a discrepant blood glucose result of 454 mg/dl back to back with a result of 140 mg/dl on a patient using the inform system when testing was performed less than ten minutes apart. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the strips could have possibly been under dosed during the back to back testing. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The medwatch report is for one of three suspect devices. Reference medwatch report with a1 patient for the other suspect devices used.